Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper abdomen on (B)(6) 2017 using 2 cycles of cooladvantage applicator w/ the coolcore advantage contour and treated lower abdomen using 2 cycles of cooladvantage plus applicator w/ the coolcurve+ advantage plus contour who developed paradoxical hyperplasia (pah/ph) 6-8 weeks after treatment. Diagnosed pah on (B)(6) 2018 of upper abdomen. Pah described as significant increase in adipose mass, and firmer collected tissue, with visibly enlarged tissue volume over the treated area. Following reported the pop off event that occurred during treatment will be captured as (B)(4) and is a design feature notifying the end user that there is insufficient vacuum pressure. This event has been assessed as non-serious and caused by the device itself and/or use of the device.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper abdomen on (B)(6) 2017 using 2 cycles of cooladvantage applicator w/ the coolcore advantage contour and treated lower abdomen using 2 cycles of cooladvantage plus applicator w/ the coolcurve+ advantage plus contour who developed paradoxical hyperplasia (pah/ph) 6-8 weeks after treatment. Diagnosed pah on (B)(6) 2018 of upper abdomen. Pah described as significant increase in adipose mass, and firmer collected tissue, with visibly enlarged tissue volume over the treated area. Following reported the pop off event that occurred during treatment will be captured as z415-334 and is a design feature notifying the end user that there is insufficient vacuum pressure. This event has been assessed as non-serious and caused by the device itself and/or use of the device.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper abdomen on (B)(6) 2017 using 2 cycles of cooladvantage applicator w/ the coolcore advantage contour and treated lower abdomen using 2 cycles of cooladvantage plus applicator w/ the coolcurve+ advantage plus contour who developed paradoxical hyperplasia (pah/ph) 6-8 weeks after treatment. Diagnosed pah on (B)(6) 2018 of upper abdomen. Pah described as significant increase in adipose mass, and firmer collected tissue, with visibly enlarged tissue volume over the treated area. Following reported the pop off event that occurred during treatment will be captured as z415-334 and is a design feature notifying the end user that there is insufficient vacuum pressure. This event has been assessed as non-serious and caused by the device itself and/or use of the device.